Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011; inratio2: 2.2; lab: 1.9. Date: following week; inratio2: 3.1; lab: 2.3. Lab and meter tests were done within 5 min of each other. Pt therapeutic range is 2.0-3.0, but doctor prefers inr to be as close to 2.0 as possible. Pt does have lupus antibiotics, but does not have lupus itself - has aps (antiphospholipid syndrome).